Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. One photograph of a revised tibial tray was provided for review. The fixation surface of the tibial tray was not visible. Minor scratches and abrasions consistent with removal damage were noted. The reported device loosening could not be confirmed based on the photograph review. No further observations pertaining to the nature of the alleged event were identified. No new information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 27 august 2019 for MDR reportability. On (B)(6) 2015, the patient underwent left knee arthroplasty due to osteoarthritis. The surgeon reported no intraoperative complications. All attune knee components and smartset cement x 2 were utilized in the procedure. On (B)(6) 2018, the patient underwent a left knee revision due to failed left total knee arthroplasty. The surgeon indicated the tibial base plate was grossly loose, and debonded completely from the underlaying cement mantle. It was noted the same was true of the femur, at the femur to cement mantle interface. The surgeon reported extensive lysis was present underneath the tibial base plate medially, as well as the medial and lateral femoral condyles. All competitor components and cement were utilized in the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018. (Lt knee).